Manufacturer narrative:
Date of event: unknown. Investigation summary: we have been provided with three reference samples. The inspection of the returned samples did not present any issue, no defect in the provided samples. We could not confirm the reported issue. We can ensure that the probability of finding this kind of defect is low and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported. Investigation conclusion: we have been provided with three reference samples. The inspection of the returned samples did not present any issue, no defect in the provided samples. We could not confirm the reported issue. Root cause description: not able to confirm the reported issue. Possible cracked due to strong conditions during use of the product.

Event description:
It was reported that a bd emerald¿ syringes are breaking at the tip when inserting the syringe into the needle free 3 way tap system on a blood giving set. There was no report of exposure, serious injury or medical intervention.